Manufacturer narrative:
Final analysis found a battery anomaly in which backup operation was reproduced at cold temperature and this is consistent with xena ic anomaly. Assessment of total projected longevity was performed, and device was found to have appropriate longevity remaining.

Event description:
It was reported a pacemaker presented in backup vvi mode when interrogated in the packaging. The device was not used and no patient was involved.